Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas wnv assay was performing within specifications. All reactive samples provided in the data exhibited robust, sigmoidal growth curves for the wnv target, which typically indicates true viral target amplification. The positive control for wnv also demonstrated robust and sigmoidal growth, confirming proper assay functionality. The alleged sample with a cycle threshold (CT) value of 38 was not provided by the customer despite multiple requests. As a result, the reported allegation could not be confirmed, and a definitive root cause could not be determined. Differences in assay sensitivity between the cobas wnv assay and the in-house pcr test may explain the discrepant results. The donation associated with the sample was not used, and no harm or delay in treatment was reported.

Event description:
The initial reporter alleged discrepant results when using the kit cobas 6800/8800 wnv 96t ivd assay on the cobas 6800 instrument. The customer reported that a pool of 8 samples was reactive for west nile virus (wnv). Upon resolution testing, the pool was reactive with a cycle threshold (CT) value of 38. An in-house polymerase chain reaction (pcr) test performed on the same sample was non-reactive. The donation associated with the sample was not used.